Event description:
It was reported that a malfunction occurred on a pump, with the specific malfunction code being 'malf 12'. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to send the customer a replacement pump with updated software while advising on backup therapy using mdi. Instructions for putting the defective pump into storage mode and returning it to tandem via ups were provided, and the caller understood and acknowledged these instructions. The customer was notified of a delay in the shipping of the replacement pump, which was scheduled to arrive on saturday, july 5, 2025.